Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It is reported that when the package was opened, it was observed that the stent was not properly crimped. The device was not used and there was no patient involvement. No additional information can or will be provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was not confirmed; however it was noted that the stent implant was stationary on the proximal balloon marker. The mid and distal portion of the stent implant was stretched. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. The stent was stretched past the distal balloon tip which may have been mis-indentified as a stent dislodgement. Factors that could contribute to material deformation include, but are not limited to, interaction with accessory devices and product damage during handling by user. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.na